Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010, in patient's right eye. The lens was explanted on (B)(6) 2011, due to excessive vaulting. Subsequently, the patient had significant reduction of irido-corneal angles. The lens was exchanged for a shorter and different model lens. Patient's last visit was on (B)(6) 2011, bcva was 20/30.

Manufacturer narrative:
(B)(4).